Event description:
Event description guidant received information that this transvenous defibrillation lead perforated the patient's right ventricle. The physician elected to reposition the lead into the intraventricular septum, which was performed without reported complication. Post surgical evaluation demonstrated normal hemodynamic function, without evidence of pericardial effusion or tamponade. To date, there have been no reported patient symptoms associated with this clinical observation.